Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the set screw detached from a plate while the plate assembly was being assembled with the mating spacer during surgery. The plate and set screw were removed and replaced with an alternative plate assembly to complete the procedure without reported patient impacts.